Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had scratches on the display which made it difficult for the customer to read the screen. The customer also reported issues with the infusion set falling off. The blood glucose reading was 174 mg/dl. The customer stated that there were multiple small scratches on the liquid crystal display screen. She did not know how the damage had occurred. She was unable to see the left side of the screen. The caller was advised that the device be replaced. Nothing further reported.